Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7072035/7072784.

Event description:
It was reported that the patients stimulator never worked. There were no device malfunction suspected. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and explanted devices was not returned.